Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The safety mechanism on a 23 g x 1 in. Bd eclipse 3 ml bd luer-lok syringe with detachable needle failed to function properly before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: if samples are received in the future the complaint will be re-opened and re-investigated. Investigation conclusion: unconfirmed:bd was not able to duplicate or confirm the customers's indicated failure mode. Root cause description: no photo, no sample were returned. Unable to determine. DHR - no abnormality and qn reported during production. Manufacturing review. Reviewed preventive maintance, calibration, and equipment and no abnormality observed that could have influenced the issue.